Manufacturer narrative:
It was reported that the compressor did not start. Our field service engineer has investigated the reported compressor on site. The transformer has been replaced to resolve the issue and sent back for technical investigation. The returned transformer has been tested with a multimeter to measure the resistance of the connections inside the transformer. The 115 °c non-re-settable thermal over-temp fuse in one of the winding has a short circuit. There is a risk of stop of ventilation or too high oxygen concentration if the compressor stops during ventilation. If this happens, several alarms will be generated. The reported issue has been investigated by the manufacturer, the root cause was traced to the manufacturing process. It was concluded that the transformer thermal fuses were disconnected due to the damage of the epoxy sealant near the lead exit point. The transformer is fitted with two 115 °c non-re-settable thermal over-temp fuses, one in each winding. Corrective actions to correct the verified issue was implemented during week 51, 2019. We apologize for the inconvenience this issue may have caused.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the compressor did not start. There was no patient harm. Manufacturer's ref. #: (B)(4).